Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that non sustained oversensing determined to be post paced t wave oversensing was observed on the implantable cardiac defibrillator. Programming changes were recommended and logged into the patient's file for a future visit in clinic. The patient was being monitored. The patient was stable and did not receive any adverse consequences.